Event description:
It was reported that a lead was damaged during an explant procedure. The lead broke during the replacement surgery and a lead fragment was left in the patient¿s body. No outcome was reported regarding this event. No additional information was able to be obtained. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2010-01136 regarding the reason for the replacement surgery. Information regarding the lead fragment was previously reported in MFR. Report #3004209178-2010-01136, but any additional information received regarding the lead fragment will be included in this report.

Manufacturer narrative:
Cocnomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-33, lot# v134578, implanted: (B)(6) 2008, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).